Manufacturer narrative:
Additional initial reporter - (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, check iab catheter alarm was generated on the console and blood was noted in the helium tubing of the iab. The customer stated the iab had been indwelling for one day. The iab was removed. Patient to be taken to the cath lab for insertion of a new iab. There was no reported injury to the patient.